Event description:
It was reported that the pump battery was initially unresponsive and then was not charging properly despite being plugged in for over 20 minutes. Following this, it was reported that an unexpected reset occurred. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.